Event description:
It was reported that this right atrial (ra) lead was explanted due to lead fracture resulting in impedance out-of-range and a new ra lead of a different model was placed. No additional adverse patient effects were reported.